Event description:
It was reported that the system was explanted due to infection. Patient was doing fine post procedure.

Manufacturer narrative:
Concomitant product: cd3365-40q,(B)(4). Evaluation description: analysis was normal. No anomaly was found.